Event description:
Suspected failure and extraction of the ICD lead system due to bacteremia with staphylococcus aureus, which has been persistent despite antibiotics as well as clinical suspicion of a pocket infection of the patient's device.